Event description:
On (B)(6) 2025, the user experienced an occlusion alert on their pump while blood glucose (bg) was at 300 mg/dl. The user¿s husband reported that she administered a manual injection to correct the high bg. The agent confirmed a supply change was needed but advised waiting two hours after the injection before proceeding. On (B)(6) 2025, the user¿s husband confirmed that after the manual injection and supply change, bg returned to range. The user suggested that the ilet setup should consider baseline weekly insulin intake along with weight, noting the user had frequent lows after meal announcements and will be discussed further with the trainer at an upcoming appointment. Bg was corrected, not out of range for more than 90 minutes, and no pump alerts, outside assistance, medical intervention, or symptoms during the event were reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.